Event description:
It was reported that pump repeatedly displayed insulin amount lower than expected, showing static estimate of 60 units despite user filling cartridge with 150 units and delivering both bolus and basal doses, which caused user to feel unsafe using pump. There was no reported impact to the customer¿s blood glucose level. Customer was educated about how pump calculates remaining insulin, performed test bolus without change in estimate, and ultimately had pump replaced under warranty with instructions for storage, return of problematic pump, and use of backup therapy, although customer did not share details of backup method.